Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon cannulation of the contralateral leg of the aortic body graft, the guidewire was inadvertently wrapped around the aortic body delivery system resulting in a full twist in the mid region of the aortic body stent graft upon deployment of the iliac limbs. The aneurysm was successfully excluded at the completion of the procedure and there were no patient sequelae as a result of this event.